Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No excessive no delivery alarm. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported to have received excessive no delivery alarms. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer reported of trying all remedies with no resolution. Customer was advised that insulin pump would need to be replaced.